Event description:
It was reported that the catheter connector "shed" (detached) with a little strength before use. There were no patient complications.

Manufacturer narrative:
Customer report was confirmed. The single lumen catheter, guidewire and dilator were returned. The catheter was found to have no bond (bond separation) between the hub and catheter body tube. The tube does not appear to have ever been bonded due to no indication of the tube ever being bonded. The condition may also be due to shallow insertion or migration of the catheter tube.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 447 mg/dl, 521 mg/dl, and 134 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.